Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of the left atrial appendage in combination with multiple valve replacements, while the unit was placed across the left atrial appendage, the unit did not fire. With the unit assembled, the scrub dipped reload in saline and handed the system to the doctor. They positioned the reload, the green ¿close/ready¿ lights came on, they pushed the green button and it began to flash. They rocked down on the toggle and it would not fire. They tried again and nothing happened. The green firing light was flashing the entire time. They replaced the reload. They dipped it in saline. It did fire, although very slowly. Upon examination of the reload that did not fire, it was clear that the tissue had been in the distal half of the reload. The proximal half of the reload was pristine. And no staples had fired at all. A replacement reload was used with the same handle and adapter to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload had a full staple complement. The trs material was properly anchored to the anvil and cartridge. The sutures were intact. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.